Event description:
The following description of the event was documented by a cardinal health technical support specialist in response to a phone conversation with the user facility representative. "[Name removed] called and he would like to send this unit in for repair. He states that he is having a problem calibrating the manometer and that the unit will not "pop off" at 11cmh20. He would like them to call him with an estimate before po# can be given. I explained to him that I would note that in the notes."

Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. Event code were derived based on info documented by a cardinal health tech support specialist in response to a phone conversation with a user facility representative. The following info concerning the evaluation of the device was copied from the failure investigation report completed by the cardinal health failure analysis lab tech once the evaluation was complete. "Unit returned with a damaged inlet assembly (see photo). Verified the reported issue using fixture. With the output from the unit was set to 10cmh2o (from unit) the manometer reading is at 15.67cmh2o, clearly indicating a calibration issue. The calibration had to be performed three times in order to get the unit pop-off at 11cmh2o. After adjusting three times the pop-off activated consistently there after." It has been identified that this device is in excess of 5 years old. The device is pending repair by the cardinal health service department upon user facility approval.